Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an iphone 15 pro with ios operating system version 26.1. The customer reports they cannot share data with their caregiver and experienced hypoglycemia, a loss of consciousness and required medical assistance; however, no treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported for unable to share data with caregiver on librelinkup app. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an iphone 15 pro with ios operating system version 26.1. The customer reports they cannot share data with their caregiver and experienced hypoglycemia, a loss of consciousness and required medical assistance; however, no treatment details were provided. There was no report of death or permanent impairment associated with this event.